Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the lifevest detected an arrhythmia at 21:16:19. The patient's rhythm at this time was vf with motion artifact and response button usage. The patient's rhythm then transitioned to vt at 120 bpm, under the patient's physician prescribed treatment threshold of 150 bpm. The patient's rhythm then degraded to vf with CPR and motion artifact. The patient's rhythm then further degraded to asystole with CPR and motion artifact. The patient remained in asystole until the device was shutdown at 21:42:00. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional. Response button use, CPR and motion artifact, and a heart rate below the physician prescribed treatment threshold prevented the lifevest from delivering a treatment.